Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to high blood glucose and dka on (B)(6) 2018 with blood glucose of 547 mg/dl at the time of the incident. The customer was woken up by a high blood glucose alert and gave a bolus but kept going high. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting up blood. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.